Event description:
Paramedics responded to a person, down for a long time. The device was connected to the pt with disposable defibrillation/ECG electrodes to initiate external pacing. According to the reporter, when the operator attempted to select paddles lead to view the pt's ECG for a quick look, the lead selector did not display paddles and when the pacer key was pressed the device alarmed "connect cable." The pt was not resuscitated but the reporter stated the pt was down a very long time and was not viable.